Event description:
The user facility reported a 72-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported after the impella implant the patient had very brisk oozing, so pressure held for 45 minutes with no resolution. Fem angio showed brisk arterial bleeding at insertion site. Figure eight sutures placed and tightened with continued bleeding and hematoma at site. Site dressed with angle matching. Fem stop applied and repeat contrast injection performed to confirm bleeding had stopped.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. Product was not returned for investigation. As per the given clinical, patient had atrial bleeding at insertion site and figure 8 suture, fem stop and contrast injection was applied to stop the bleeding. The cause of the issue was not determined since product was not returned and sufficient clinical information was not provided.